Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Final comments: based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged. Additional information was received from the user facility that the lens had scratches. Additional information has been requested.